Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("consumer has been deeply affected since essure insertion/ had a surgery to remove them") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage ("a piece of essure was left inside"), complication of device removal ("a piece of essure was left inside") and device difficult to use ("a piece of essure was left inside"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the device breakage, complication of device removal and device difficult to use had not resolved. The reporter considered complication of device removal, device breakage, device difficult to use and medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 649 cases. Device breakage. The analysis in the global safety database revealed 1623 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that she has been deeply affected since essure insertion and had a surgery to remove them (considered as medical device removal) but a piece of essure was left inside (seen as device breakage). She needs another surgery. The events are regarded as anticipated according to the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. With regards to the event device breakage, as it occurred during removal of essure, a causal relationship cannot be excluded. This case was regarded as incident because surgical intervention was performed and a part of device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("consumer has been deeply affected since essure insertion/ had a surgery to remove them") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("a piece of essure was left inside"), complication of device removal ("a piece of essure was left inside") and device difficult to use ("a piece of essure was left inside"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown and the device breakage, complication of device removal and device difficult to use had not resolved. The reporter considered medical device removal, device breakage, complication of device removal and device difficult to use to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that she has been deeply affected since essure insertion and had a surgery to remove them (considered as medical device removal) but a piece of essure was left inside (seen as device breakage). She needs another surgery. The events are regarded as anticipated according to the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. With regards to the event device breakage, as it occurred during removal of essure, a causal relationship cannot be excluded. This case was regarded as incident because surgical intervention was performed and a part of device removal was required. A product technical analysis is being sought. Further information cannot be obtained.